Manufacturer narrative:
The reported event of the lead having fractured at the point of the stimulation end electrodes was confirmed. The lead was received extremely damaged, and the stimulation end was missing since it was left in the patient. No further testing could be performed based on the as-received condition of the lead.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg had white film adhered to it and there was a white milky substance in the ipg pocket. Surgical intervention was undertaken, and the system was explanted. During the explant, the patient's lead fractured, and a portion of the lead remains implanted. No further intervention is planned at this time.